Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was worked normally. A technical support specialist (tss) remotely accessed the system and reviewed the drawer configurations using the "populate buttons" menu. Upon inspection, drawer was working fine. The user was then asked to retry the operation, and this time it completed successfully without any issues. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 drawer failed to open. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.